Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9730968) became impeded at the proximal end of the unspecified microcatheter (mc) and could not be advanced further. The physician retracted the stent alone, and during removal, the stent was found to be detached from the delivery wire while still within the microcatheter. The physician used another device to retrieve the detached stent. The microcatheter remained in use and was not replaced. A new stent was selected, and the procedure was successfully completed. No patient injury or adverse clinical impact was reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9730968) became impeded at the proximal end of the unspecified microcatheter (mc) and could not be advanced further. The physician retracted the stent alone, and during removal, the stent was found to be detached from the delivery wire while still within the microcatheter. The physician used another device to retrieve the detached stent. The microcatheter remained in use and was not replaced. A new stent was selected, and the procedure was successfully completed. No patient injury or adverse clinical impact was reported. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery unit. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis, and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent being released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the proximal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 9730968. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.